Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues recurred.